Event description:
During a thrombectomy procedure targeting a clot located at the internal carotid artery (ica) terminus and subsequently the distal m1 or proximal m2, femoral access was obtained using a zoom support device. Tight stenosis and an s-turn within the vertebral artery resulted in the zoom 88 being positioned within the subclavian artery. The zoom 55 was unable to advance through the stenosis around the s-turn. After three attempted passes with the zoom 55, a zoom 35 was loaded into the zoom 55 on the back table outside the patient. Resistance was encountered while loading zoom 35 into the zoom 55 catheter and upon withdrawal of zoom 35, the zoom 55 accordioned and was observed to separate within the mid-shaft outside the body. The broken piece was outside the patient and no intervention was needed. The physician used a third-party device and switched to radial access for successful completion of the procedure. It was reported that there was severe vessel tortuosity, including stenosis at the takeoff of the left vertebral artery with an s-shaped configuration. Following the procedure, the patient experienced a subdural hemorrhage reportedly due to administration of tissue plasminogen activator (tpa). The physician indicated that the subdural hemorrhage was not related to the zoom devices or the thrombectomy procedure. The patient's current status is unknown.

Manufacturer narrative:
A zoom 55 was returned for investigation. Investigation confirmed shaft separation of the zoom 55 catheter. The zoom 55 was returned separated into distal and proximal catheter segments. Device investigation identified damage to the catheter shaft consistent with an axial force being applied during the procedure, resulting in stretching of shaft materials prior to the zoom 55 catheter breaking. The reported complaint indicated that the zoom 35 was advanced into the zoom 55 while on the back table outside of the patient and resistance was noted. Upon retraction of the zoom 35 from the zoom 55, shaft separation of the zoom 55 was observed. The instructions for use (IFU) includes precautions, "prior to use, ensure that the dimensions (e.g., diameter and length) of the catheters and accessory/adjunctive devices to be used in the procedure are compatible with each other and appropriate for the target vasculature". The manufacturing records for zoom 55 were reviewed and confirmed the product met all the design and manufacturing specifications prior to release.